Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. It was stated that the insulin pump alarmed no delivery. It was also stated that the insulin pump had a cracked case. Troubleshooting was performed and the insulin pump passed the self test. Nothing further was reported.